Manufacturer narrative:
Load cell.

Event description:
It was reported by service report that the scale is inaccurate; the head end left load cell and the foot end right load cell failed. No patient involvement or adverse consequences are reported.